Event description:
It was reported that the light cord blinks and then the unit will suddenly shut down.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.